Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. The following medwatch MFR report was sent to the FDA regarding this event: 2955842-2009-00402. The 5mm needle driver instrument grip (referred to as the "tip" by the reporter) consists of (B)(4). This material has been tested for biocompatibility and was found to be inert and biocompatible for it's intended use.

Event description:
It was reported that during a da vinci s myomectomy procedure, after removing fibroids and while the surgeon was suturing the uterus, half of the tip of the 5mm needle driver instrument broke and fell into the patient. The instrument was replaced with another of the same type to continue with the planned procedure, however, the replacement 5mm needle driver instrument tip broke and fell into the patient. Exploration and x-rays were performed to retrieve the instrument pieces, however, they could not be located. The planned surgical procedure was successfully completed and no patient harm, adverse outcome or injury was reported.